Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental report was created to correct the entry in h6: patient code.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. There were no additional adverse patient effects reported. The rv lead remains service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. There were no additional adverse patient effects reported. The rv lead remains service.